Event description:
It was reported that the pump was not recognized by t:connect or hcp uploader. There was no reported impact to customer's blood glucose. This event is being reported based on the evaluation of the returned device. During evaluation, recessed usb pins were observed which prevented charging.